Event description:
It was reported that an implant broke during a transforaminal lumbar interbody fusion (tlif) at l5-s1 . The implant broke into pieces. All the pieces were recovered and the implant was not used. No patient complications were reported.

Manufacturer narrative:
(B)(4). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.